Event description:
The customer reported to olympus, the high definition lcd monitor turned on, but the preset menu continued to show on the display screen by itself. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer was able to press the "preset" button per the technical assistance center's request and the issue was resolved as the preset menu went away from the display screen. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.